Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. The electrode has been heavily used and the center has been eroded away. Bio debris is present. Product was out of the original packaging. No packaging returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include using the wand above default output settings and pressing the tip against hard or bony surfaces, thus causing the electrodes to become eroded extensively. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the procise ez electrode fell off when it was used for a few minutes. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. Current patient status is healthy.

Manufacturer narrative:
Internal complaint reference: (B)(4).